Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 11-apr-2025. Investigation summary: bd received 15 samples and one photo for investigation. Evaluation of the photo revealed damage to the inside of the tube, specifically an indentation on the sidewall and peeling of the plastic from the inside wall of the tube. The 15 unused customer samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.